Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 08-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (1.0 mg/ml at 0.3305 mg/day), clonidine (200 mcg/ml at 66.10 mcg/day), bupivacaine (20.0 mg/ml at 6.610 mg/day) via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported that, on (B)(6) 2018, the patient had decreased pain relief with personal therapy manager, ptm, activations. The it rate and the bolus dose were increased. On (B)(6) 2018, the patient had increased pain, though they had recently weaned down the oral opioid medication. The it rate and bolus dose were increased again. On (B)(6) 2018, the it rate was increased and maximum allowed bolus activations. The patient reported severe neck pain and being unable to lift their head on (B)(6) 2018. The patient was scheduled for a cap dye study and cervical epidural steroid injection. On (B)(6) 2018, a catheter access port (cap) contrast study revealed a catheter kink, as the physician was unable to aspirate the catheter. On (B)(6) 2018, the connecting pin was replaced and the catheter was un-kinked. It was also noted the catheter had migrated from t5 to t6. The patient's increased pain was not attributed to this single level migration. No actions were taken related to the catheter dislodgement. The patient's pump was reprogrammed on (B)(6) 2018 and on (B)(6) 2018 the bolus dose was increased secondary to no relief following ptm activations. The it rate was increased again on (B)(6) 2018 and (B)(6) 2018. The bolus dose was increased on (B)(6) 2018. The patient's weight was noted as (B)(6). It was indicated the event was related to the device or therapy. The event was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 8781 serial# (B)(4) implanted: (B)(6) 2015 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2019.